Event description:
It was reported that during a tracheobronchial stenting treatment procedure, the stent failed to deploy. A upc/12-3/16/95, 1.5cm cover - distal ultraflex tracheobronchial stent had been advanced to treat an unspecified lung stricture. The physician was unable to deploy the device. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "fine".